Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests due to keypad damage. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was 289 mg/dl. The customer treated with manual injection for the high blood glucose. The customer states they are having issue with the pump and has been running high. The pump would continue to flash 289 on the screen was unable to clear it. Then it stopped and began vibrated and alarm button error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.